Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels (value not provided) and disorientation. Reportedly, customer required assistance from parent to treat bg level via consumption of carbohydrates. No additional information was provided.